Event description:
It was reported that the patient felt stimulation down his legs instead of his back when stimulation was turned on. The patient reported that the stimulation has been in the wrong location since implantation. The patient "thinks" an x-ray was completed to check placement. The patient tried to adjust stimulation but it still did not work. The patient reported no stimulation sensation for the month prior to report. The patient reported his device would not take a charge and had not charged for about a month prior to report. The patient reported coupling and/or communication issues. Use of the antenna locate feature resulted in power on reset (por) which then lead to the normal recharging screen. The patient was then able to achieve full coupling. The patient reported he laid down to take a nap and woke up to the call doctor screen and hot implantable neurostimulator recharger (insr). The patient was instructed not to recharge under blankets; this action resolved the hot insr issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4). Product type: extension: product ID 37081, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension.